Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise which was oversensed causing an inappropriate shock. Additionally, threshold measurements had increased and pacing impedance measurements were greater than 2500 ohms on the right ventricular (rv) channel. The system remains implanted and defibrillation therapy has been programmed off while the patient waits for a heart transplant. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the lead was subsequently removed from service due to a fracture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.